Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving compounded baclofen (4000 mcg/ml at 1816 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient had increased spasticity suddenly, but no withdrawal following a missed refill appointment where the pump went empty. The pump was initially refilled with a lower concentration of 2000 mcg/ml on (B)(6) 2016 and on (B)(6) 2016 they were refilling it back with the 4000 mcg/ml and clonidine. There was approximately 2 hours and 17 minutes left on the bridge. The physician felt that the patient could tolerate an increase so they elected to program a normal bridge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.